Manufacturer narrative:
(B)(4).

Event description:
It was reported stent damage occurred. During preparation of a 3.00x20mm promus premier plus stent, the physician noticed dislocated struts. The device was never introduced to the patient and was exchanged for another of the same. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the crimped stent struts from the most proximal stent row and also from the 7th most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with excessive force being applied during stent protector removal at preparation. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the outer was damaged for a distance of 3.5 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent damage occurred. During preparation of a 3.00x20mm promus premier plus stent, the physician noticed dislocated struts. The device was never introduced to the patient and was exchanged for another of the same. No patient complications were reported and the patient status was stable.